Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod. The controller was giving a warning for an expired pod. Symptoms reported include low blood pressure and kidney failure and the patient had an infection. The patient was giving herself insulin and had a pod on, but was treated with antibiotics for the infection at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.